Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) strain relief was partially unwound. The strain relief was completely unwound by the penumbra investigator; there was no damage observed underneath the strain relief. The 5max ace was kinked approximately 4.5 cm from the hub. Some minor stretching was observed approximately 90.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max ace was kinked on the proximal shaft. This type of damage typically occurs due to improper handling of the device during removal from the packaging hoop. If the device is removed from the packaging hoop with excessive force at an angle, this type of damage may occur. Further evaluation revealed that the strain relief of the 5max ace was partially unwound, and a minor stretch was observed on the proximal shaft. These types of damage were likely incidental, and may have occurred during packaging for return. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician removed the penumbra system 5max ace reperfusion catheter (5max ace) from its packaging hoop and noticed that it was fractured approximately 15 centimeters from the hub. The fractured 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a penumbra system 3max reperfusion catheter (3max).